Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that medication was needed but minimal. Patient stated last fall somehow something riled up their sacrum ¿ in terms of their back pain and that garbage because they had 4 lumbar surgeries and they had had fusion and rods and all that crap¿. They were curious about this because they had a sacral neurostimulator. Patient stated the hcp said ¿no, they did not think so and patient also agreed ¿probably not because it wasn't like right away. It was like they poked it with a sharp stick and made it rile up or anything but later on, it kind of set off a series of events. Patient was wondering how far back they can trace it. Patient services asked patient if the back surgery occurred prior to interstim implant or after. Patient stated the back surgery was pre-existing. Patient services reviewed with patient that they would not expect there to be an interaction between the interstim and rods/screws. Patient also stated they did not necessarily think there would be an interaction but may be a physical riling up of the area. It was also reported that everything was a chronic mess. They got off all of their medication except a little fecal incontinence meds and a little blood pressure medications. They were no longer taking psych meds or morphine. Patient stated they only see their hcp on occasion and there was no reason to, however on occasion it was bothering them and they could feel it there. It was painful positional and they could move and made it not painful but it was painful in another position, so they would turn it down a little and the battery was still working, so they guessed they were covered. Patient stated this was the same pain that they reported earlier. They had pain in the same area and intermittent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that they were experiencing pain in certain positions. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they notified their managing physician about the pain at their implant site and had appointments in (B)(6) 2016. The patient stated that their symptoms began (B)(6). There were no changes, it was an acute onset, and there were no apparent mitigating circumstances. There were no steps taken to resolve the pain at the implant site, but the pain has somewhat resolved. The patient stated that they are still having issues. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having severe bone pain. The patient reported that the pain is on the left side where the ins was, on her cheek, down her side; it was a deep, deep bone pain. The patient reported that her hip joint hurt and her left thigh bone hurt. The patient reported that the pain fluctuates, it comes and goes, but sometimes it was so bad that she had to go to the ER. The patient reported that they called their healthcare professionals (hcp) office on the night prior to the report and talked to a different hcp and wanted to get approval to turn ins off. The patient reported that the hcp she talked to didnt know anything about the device and she turned the ins off on the night prior to the report for 1-1.5 hours and the pain was still there. The patient turned the ins back on and the patient woke up in tears crying, almost on her way to ER. The patient turned the ins back off for a couple of hours and the pain was still there. The patient turned the ins back on and wondered what her next step should be. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.